Manufacturer narrative:
G4:02mar2021. B4:03mar2021. H11:g5:k102985. H11:b5: it was reported to philips that the devices had a oxygen unavailable alarm in ventilation mode. H10: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to perform performance verification testing (pvt) to help diagnose the issue. The customer was unable to replicate the alarm after performing the requested pvt. The deice was returned to service and has had no further issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported to philips that the devices oxygen alarm was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.